Manufacturer narrative:
A component of the system, case recordings have been received and is currently under evaluation. When the device evaluation is complete a follow-up report will be submitted. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
Site reported the superdimension system had accuracy issues during an enb procedure and the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information is obtained a follow-up report will be submitted.